Event description:
It was reported to philips the device therapy test did not pass. The device could not deliver the required number of joules when tested on the defib analyzer. There was no patient involvement.